Event description:
It was reported that the external pulse generator's (epg) upper screen was broken, not working and was blank. It was noted that the bottom screen was working. It was also noted that the intravenous (IV) hanger was broken. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) upper screen was broken, not working and was blank as the lcd flex cable was damaged. However, was unable to confirm that the intravenous (IV) hanger was broken, as the hanger, hanger screw and o-ring were missing. The atrial output connector had been broken, and the main printed circuit board (pcb) was damaged. The keyboard surface had been compromised cosmetically. Additionally, the encoder stem, control knobs, and two case screws had been contaminated. Furthermore, the lower case had been broken and damaged, the main seal at the bottom was damaged, and the encoder nuts were reported loose. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.